Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly folded on itself. It was further reported that an another stent was placed within the folded stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. Based on information available and as neither sample nor photos were provided for evaluation, the investigation is closed with inconclusive results for stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Regarding stent deployment, the instructions for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension. Retraction of the distal catheter and deployment of the covered stent is initiated by rotating the large wheel on the handle." Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035-inch (0.89 mm) guidewire of appropriate length introducer sheath with appropriate inner diameter and length." The instructions for use states that "the effect of placing the device across a previously placed bare metal stent has not been evaluated". H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly folded on itself. It was further reported that an another stent was placed within the folded stent. The procedure was completed using another device. There was no reported patient injury.